Event description:
It was reported that the implants at tooth locations 16, 24 and 25 were removed due to loss of integration with infection. Symptoms caused by the event: pain and inflammation. Non-integration.

Event description:
It was reported that the implants at tooth locations 16, 24 and 25 were removed due to loss of integration with infection. Symptoms caused by the event: pain and inflammation. Non-integration.